Event description:
It was reported that on (B)(6) 2014 during a distal femur revision surgery, a 4.5mm cortex screw head sheared off during insertion. Additionally, the tensioning device became jammed. The original implant date was (B)(6) 2013. A 4.5 mm variable angle condylar plate was implanted to repair a supracondylar fracture of a distal femur which had both a hip and knee prosthesis. Post-implant x-rays showed a non-union of the femur fracture and a broken plate. Post implant x-ray review, also showed 6 screws backed out. The patient was scheduled for revision surgery on (B)(6) 2014 to remove the plate and all screws. A new plate, screws, and a cable would be used to correct the non-union. During the procedure, the head of a cortex screw (part 214.828, lot unknown) sheared off from the shaft during drilling. The shaft could not be retrieved and was left in the patient. Toward the end of the procedure, a cable became stuck in the tightening mechanism of a cable tensioner (part 391.201, lot p507840). An attempt to loosen the tensioner to remove the cable was unsuccessful. The cable had to be cut in order to remove it, and another cable was passed. The procedure was completed successfully without any reported delay. This report is for one unknown condylar plate. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient's age- (B)(6). Date of event is unknown. This report is for one unknown condylar plate. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.